Event description:
Ohio medical received medwatch report (B)(4) on march 5, 2020 regarding an alleged product problem with our integrated flowmeter. This report states: "code blue called. Patient was being bag mask ventilated with 15l flow. Left side flowmeter stopped functioning abruptly while bagging the patient. Ambu bag was disconnected and connected to right side flowmeter and bagging resumed. Mfg response (perspire reporter) known issue with oring what problem did the user have (check all that apply) (e.g. Broke, couldn't get it to work or stopped working)" please see manufacturers response to user facility report below: note: the serial number referenced on this report was manufactured and shipped originally in august 2016. Since date of event identified in this report of february 2020 we have not received this device back in house for evaluation. The user facility was contacted to obtain the returned device for evaluation as well as additional information, but to date, no response to this request has been received. Upon additional information received from the user facility a follow up report will be submitted. Investigation was performed on this type of malfunction, but not the specific serial number referenced. ·extensive tests were performed, and the results have identified that once the flow control knob is torqued past the minimum required force to close (3.54 in-lbf, per iso 15002), a component (fm-seat) will become deformed. Then, when the fm-seat is deformed and while the flow control knob is in motion, a consistent seal cannot be achieved. Although the seat will become deformed after greater than 3.54 in-lbf is applied, once the flow control knob passes an initial rotation the device always displays accurate flow. Internal testing also identified that flow at flood, while not consistent, delivered an average of 29 lpm of oxygen, with the lowest recorded flow at flood being 17 lpm. While this value does not meet our internal specification, iso 15002 does not require a minimum flow at flood. ·investigation was performed to determine root cause and it was found that while the device was being manufactured by our sister company (B)(4), the material of the fm-seat was changed from (B)(4) in 2016. ·in 2018, material was changed back to (B)(4) due to complaints received. At this time risk was reviewed and it was determined that risk was low, and no further action was required. ·as part of this investigation, testing was also performed on devices using (B)(4), and this malfunction does not occur. Furthermore, there have been zero complaints received of this nature for devices manufactured with the (B)(4) fm-seat. Ohio medical contacted two clinical consultants ((B)(4)) for risk review and further recommendations. After clinical review, both consultants agreed that the risk remains low due to flowmeter still delivering accurate flow, and that the average flow at flood remains sufficient for applicable use. Based on this feedback, ohio medical will distribute a field notification alerting customers that devices manufactured with the (B)(4) fm-seat risk deforming the fm-seat component if torqued past the 3.54in-lbf; and if deformed the potential of varying flow levels while attempting to set the device will exist. However once the device is set, the flowmeter will display accurate reading.